Manufacturer narrative:
Integra completed its internal investigation. Results: the DHR review of the fg lot # 1150420 was released for distribution purpose on 03/04/2015 in compliance with the product specifications and integra requirements. No anomaly or discrepancy was reported during the packaging and sterilization processes of the fg lot that could be related to the reported condition. No similar complaints related to "foreign material" have been reported for this lot 1143475. After reviewing the complaint system since 2013, four complaints (including this one) related to foreign material has been reported in cusa manifold tubing family approximately 243,096 units of cusa excel products have been shipped for sales purposes since 2013 until 07/17/2015, resulting in a complaint occurrence rate of approximately 0 002%. The returned unit was received completely and acceptably sealed upon inspection, the foreign material was observed on the external side of the tubing. During the inspection, it was observed that the foreign material was a small loose particulate color brown found on the external side of the tubing. Conclusion: the reported condition of "foreign material" was confirmed risk control procedures and sops are in place to reduce the probability of occurrence of these events. Two cleaning techniques-alcohol wipes and air blow-offs are used in our manufacturing operations, both of which seek to eliminate unwanted particles on device surfaces. During the manufacturing process, the manifold tubing is cleaned with alcohol wipes. This method removes the static charge on the surface temporarily. Once the alcohol wipe-down has been performed, air blow-offs is followed. To eliminate all particles, the manifold tubing assembly is sprayed with ionizing air ionized air blow-offs are effective at removing particles from the device surface, preventing recharging and subsequent particle attraction. Units are 100% inspected for contamination and foreign material on the device. No anomalies related to the reported condition were observed during the manufacturing process of the lot 1143475 according to the DHR review. Although no definite root cause was identified, a potential root cause could be that the cleaning process may have not been performed adequately.

Event description:
At the incoming inspection of goods by the distributor, the product was rejected due to a foreign material. There was no patient involvement.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.